Event description:
I have been using insulet's omnipod 5 diabetes management system since it came to market. The system is not compatible with my smartphone so I use the provided pdm to deliver insulin, display my glucose levels and manage my diabetes. A few of the pdm features are unsafe. The pdm requires the user to enter a security pass code to access the system. I have to click the side button to activate the screen, swipe up, enter a security code and press a small arrow on the lower left of the screen to use. If you have low blood sugar, dexterity issues or are moving, it can be difficult or near impossible to get access. If I have low blood sugar, I need to see the numbers and see what the issue is that is causing the alarm. The pdm screen also times at a maximum of 2 minutes. If I have low sugar and it times out I can't see what the issue is nor can a person that might be able to help. It is very dangerous; 2 minutes is a blink when dealing with a medical issue. The screen cannot be seen in the sun. It is a cordless pump that is marketed for active lifestyles; specifically, exercise or swimming at a beach. If I am outside running and feel my blood sugar drop, I have to activate the pdm, swipe up, type and hit a small arrow while running or riding a bike. If I can successfully access the screen while in motion and it is sunny, I can't read the screen. If I am outdoor ball game for my kids and want to eat something, I can't access the screen to deliver insulin. If I am at a beach and have low sugar, I have crawl under a towel to either see a sugar level or deliver insulin. On my iphone, I have the option to remove the security code, to unlock the time out screen and to personalize the display brightness. The omnipod 5 needs to offer the same options to user to keep diabetics safe; especially, given the unpredictability of blood sugars both high and low. FDA safety report ID# (B)(4).